Event description:
The nurse reported that the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 353 mg/dl (aviva) and 139 mg/dl (professional). No adverse event reported. Return of the suspect device was requested for evaluation.